Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive, and there was moisture in it. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: during investigation, visible moisture was found in the battery compartment. The battery compartment was cracked above the grip pad. A leak test was performed and failed due to a battery compartment crack. The pump was opened to find no moisture.